Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was within labeled altitude range. Reportedly, the pump was exposed to water. There was no reported adverse impact to customer's blood glucose level. Reportedly, that alarms cleared and insulin delivery was resumed.